Event description:
This system was explanted because the patient had fallen and broke his femur causing a subclavian crush. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead was received in three parts which were subjected to an extensive analysis. The performance of the fragments was scrutinized, including a visual and electrical inspection. The lead showed strong encapsulation by calcified tissue and severe extraction damages, presumably due to the long service life of the lead. Signs of abrasion were observed along the lead body but apart from the cuts, which most likely occurred during the extraction process, the insulation was found intact. A subclavian crush syndrome could not be identified. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.